Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 300mg/dl and 400mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 284mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The basal rates were programmed inaccurately and advised to contact health care professional. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Installed a water filled reservoir, primed pump, programmed unit with multiple boluses and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. The device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.